Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported that the customer was able to use the auto mode feature during their serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 575 mg/dl. Customer experienced blood glucose level unknown. The insulin pump will not be returned for analysis.